Event description:
A report was received that the patient was having difficulty charging and experiencing pocket discomfort. The ipg database was analyzed and no anomalies were found. The physician assessed that the ipg had migrated. The patient underwent a pocket revision and the ipg was moved to the left flank. The patient was reportedly doing well following the procedure.